Event description:
Information was received indicating that a smiths medical cadd solis vip pump did not give any alarm, even programmed dose was not delivered into patient. The reporter indicated that, instead of receiving 60ml for 2 hours, the patient only received 7.5ml albumin in 2 hours. It was also reported that the patient was noted to have lost weight and was tired. No other adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was not able to be duplicated, the pump was found to be operating properly and passed all tests. Based on the evidence, the complaint was not confirmed, and no fault was found.